Event description:
The hosp nurse reported that she rec'd a burn on her arm from the connector end of a light guide cable as she was removing the cable from a clv-s30 light source. A hospital dr treated the burn with a cream and advised the nurse to continue using the cream for approx one and a half to two weeks. There were no further complications and the nurse reported that aside from being left with a small scar, her arm healed well.